Event description:
It was reported that a patient underwent a procedure at th9-s, then sometime post-op, the surgeon confirmed that the right rod broke between l3-l4. The patient underwent a revision surgery to replace both rods. Bone union was confirmed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The event date is unknown.